Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. Insulin was squirting out during manual prime. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, or excessive no delivery tests due to the alarm. The pump had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads, a broken belt clip slot, a broken reservoir tube lip and a scratched reservoir tube window.